Manufacturer narrative:
Product event summary: #damaged instrument, perc pin deformed, 373537-rem3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the perc pin could not be fitted successfully due to the pin adapter being deformed. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome..